Event description:
It was reported there was high impedance (greater than 4000 ohms) on bipolar pairs c0, c2, and c3. The patient was programmed for c2 and it was not tolerable. The patient was programed for 2+, 1-, and 0+ and was receiving good therapy stimulation at the time of this report. The therapy impedance was 1111 ohms.

Manufacturer narrative:
(B)(4).